Event description:
It was reported that the tip of the pituitary was broken off during the procedure. The broken piece was retrieved. No patient complications were reported.

Manufacturer narrative:
Device was returned to the MFR for evaluation. Visual macroscopic exam shows that the lower jaw is broken by the pin. The pin was not returned for the analysis. It appears that the instrument was subjected to excessive force which may have caused the tip to break. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.